Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that they were experiencing a loss of therapy and wasn¿t feeling stimulation. The manufacturer representative stated that they maxed out voltage in post-op and the patient felt nothing. Pulse width was increased to 450 and electrodes were changed, but they still couldn¿t feel anything. Impedance tests were ran and the results were: (0) 1008, 1014, 79, (2) 1008, 1017, 1002, (3) 79, 1002, 1011, with a group impedance of 960 ohms. The manufacturer representative was to program stimulation on groups 1 and 2 at 3.5v and follow up with the patient via telephone to see if they could feel anything. It was noted that the manufacturer representative was unable to obtain impedances prior to the case. The manufacturer representative stated that they had an appointment with the patient in two weeks to follow up. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the new battery was implanted on (B)(6) and stimulation was never detected. Stimulation was turned on 30 minutes post implant and the patient was unable to feel stimulation. It was noted that the cause of the low impedance and loss of stimulation was unknown and the issue was not resolved.